Event description:
The hospital has had 3 reported instances that the defibrillator (located in the e.r.) Would not turn on when ac power was removed, and the battery charging light would not illuminate when the power cord was plugged into the wall outlet. These instances occurred when the defibrillator was brought back from transport, no patients were involved. Upon investigation, it was discovered that the battery was partially ejected. This is most likely due to the placement of the camcorder style battery and its eject button, that is located below the carrying handle, which can be bumped, thus partially ejecting the battery. This is not readily visible by the operator. This could possibly cause a delay in intervention. We feel that this is a manufacture design oversight.